Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: during a surgery on (B)(6) 2012, a plate was secured with the incorrect size screws. The plate required screws that are between 75mm to 90mm, but instead the plate was secured with screws that are 70mm. This is 2 of 2 reports for this event.